Event description:
Description of event according to initial reporter: patient anatomy before surgery and at the time of failure: a distal anastomotic aortic aneurysm after tar (total arch replacement). Because of a tortuosity in the aorta, the plan was to switch to a through and through guidewire technique if delivery was difficult with lunderquist. There were no problems with access, and gore's dryseal 22fr (introducer sheath) was used from the beginning because two stent grafts were to be used and replacement would occur. Plan: piling up 2 stent grafts zta-p-30-155-w1 (lot#: e4070536) approached from the right for distal deployment. Zta-p-36-161-w1 (lot#: e4136923) approached from the right for proximal deployment. Device delivery was to be done by lunderquist. Zta-p-30-155-w1 was deployed at the planned location with delivery of the descending aortic flexure as the distal. The proximal device, zta-p-36-161-w1, was scheduled to be deployed beyond the distal anastomotic aortic aneurysm, just below the left subclavian artery. However, when the user attempted delivery of zta-p-36-161-w1 just below the left subclavian artery, the delivery system failed to pass through the distal anastomotic aortic aneurysm (B)(4), FDA ref#: 3002808486-2023-00253). Since this was probably due to the tortuosity, the wire guide was changed to the through and through guidewire technique as per the preoperative surgical plan. After changing the wire guide to the through and through guidewire technique, another attempt was made to deliver zta-p-36-161-w1, but the delivery system did not pass through. (The user tried several times while adjusting the force of the wire.) After all, the delivery system did not pass through the distal anastomotic aortic aneurysm, and it was decided to remove the delivery system, however the stent graft was deployed in the dryseal (gore's introducer sheath). (The reason why it was deployed in the dryseal is unknown). It was difficult to remove the entire dryseal, which was thought to be due to the barb penetrating the dryseal, so the entire dryseal and the implanted stent graft were removed by laparotomy, and the damaged area was repaired. (E4136923 was not deployed in patient's body.) When the stent graft was removed, it was discovered that the dilator tip and delivery system had separated and the delivery system had been damaged (B)(4). The user mentioned the possibility of a manufacturing error in the device due to a damaged point that would not normally break away. Another zta-p-36-161-w1 (lot#: e4400205) was delivered almost to the target site using the through and through guidewire technique. However, when the user started unsheathing, a snapping sound occurred halfway through. He continued to unsheathe, but the sheath did not come down and the delivery system and the base of the valve appeared to be stretched. Because the sheath with the blades had probably stretched, resulting in poor deployment, the delivery system was retrieved. (E4400205 was also not deployed in patient's body.) The surgery was cancelled due to consecutive zta-p-36-161-w1 trouble. The additional procedure could not be performed and treatment was not completed as scheduled. It has been scheduled to change the device and try tevar (thoracic endovascular aortic repair) again at a later date. When the wire guide was changed to the through and through guidewire technique the delivery system was withdrawn from the patient. No damages was observed but we did not scrutinize the delivery system closely at that time, but if there was a visibly noticeable level of damage, we would not have used it, so I doubt there was any obvious damage. Patient outcome: it was reported by the sales rep in charge that the patient had died of cardiovascular failure after surgery. The surgeon in charge does not consider the cause of death has something to do with the devices used.

Manufacturer narrative:
Manufacturer ref#: (B)(4). G4) similar to device under PMA/510(k) p140016. Summary of investigational findings: an 87-year old male patient underwent tevar (thoracic endovascular aortic repair) for an aortic aneurysm distal to the anastomose after a tar (total arch replacement (unknown date). The plan was to implant zta-p-30-155-w1 approached from the right for distal deployment and a zta-p-36-161-w1 (complaint device) approached from the right for proximal deployment. Device delivery was to be done by lunderquist, but because of the tortuosity in the aorta, the plan was to switch to a through and through guidewire technique if delivery was difficult with lunderquist. There were no problems with access, and gore's dryseal 22fr (introducer sheath) was used. Zta-p-30-155-w1 was deployed at the planned location as the distal device. The proximal device, zta-p-36-161-w1 (complaint device), was to be deployed beyond the distal anastomotic aortic aneurysm, just below the left subclavian artery (lsa). However, when the user attempted delivery of zta-p-36-161-w1 (complaint device) just below the lsa, the delivery system failed to pass through the distal anastomotic aortic aneurysm. It was reported that this was probably due to the tortuosity, so the delivery system was withdrawn from the patient and the wire guide was changed to the through and through guidewire technique. Despite changing to the through and through guidewire technique, several attempts were made to deliver zta-p-36-161-w1 (complaint device), but the delivery system did not pass through. It was then decided to remove the delivery system. During attempted delivery system removal, the stent graft deployed in the dryseal gore sheath. The entire dryseal gore sheath was difficult to remove. It was suspected to be due to the barb penetrating the dryseal gore sheath. The entire dryseal sheath and the implanted stent graft was removed by laparotomy, and the damaged area was repaired. When the stent graft was removed, it was discovered that the dilator tip and delivery system had separated and the delivery system had been damaged (current complaint). Per the additional information, it was reported that the delivery system was not scrutinize closely before use, but the user doubt they would have used the device if there was a visibly noticeable level of damage. The user suspected the possibility of a manufacturing error in the device due to a damaged point that would not normally break away. Another zta-p-36-161-w1 was delivered almost to the target site using the through and through guidewire technique. However, when the user started unsheathing, it was reported that a snapping sound occurred halfway through. The user continued to unsheathe, but the sheath did not come down and the delivery system and the base of the valve appeared to be stretched (related complaint). The device was not deployed and delivery system was then retrieved. Due to the consecutive zta-p-36-161-w1 trouble the procedure was cancelled. The additional procedure could not be performed and treatment was not completed as scheduled. It was scheduled to change the device and try tevar again at a later date. It was reported that the patient had died of cardiovascular failure after surgery. The surgeon in charge does not consider the cause of death has something to do with the devices used. The zta-p-36-161-w1 device was returned in several parts. No shipping stylet was returned. Two unknown wire guides were returned (not wce wire guides). Device evaluation was performed. Per the device evaluation the gray positioner and sheath were curvy. The cause was possibly that the device was returned rolled up in a shipping box. The sheath had several kinks, wrinkles and long scratches along the length and the sheath tip was deformed with indentations. These observations could have been caused during advancement and retrieval in the patient¿s tortuous anatomy. If the sheath was used to push the stent graft after its attachment in the dryseal sheath this could have caused the damage to the sheath tip. The blue rotation handle had been rotated to stop indicating that the trigger wires had released the stent graft at some point during the procedure. The stent graft was returned in two pieces. The proximal part with bare alignment stent and first stent with barbs had been cut from the distal part of the stent graft. The cut was possibly performed during laparotomy. The device evaluation showed that the cannula tube was not attached to the cannula hub/pin vise as intended. There were no signs of fracture or break on the cannula tube. The pin vise collet and collet were visualized behind the sliding rod after cutting the sliding rod open. It was possible to advance the cannula tube back in the cannula hub/pin vise to visualize its origin. The device evaluation could not determine a cause for the detachment of the cannula tube from the cannula hub/pin vise. An imaging review of the provided planning and sizing worksheet with a 3-d reconstructions of the ascending aorta, arch prosthesis, and descending thoracic aorta were performed by an imaging expert. Per the findings in the image review: ¿the thoracic aorta was severely tortuous one greater than 90-degree kink at the diaphragm and a second at the mid descending thoracic aorta. The replaced arch was elongated and exaggerated. The distal arch prosthesis was ovoid near the anastomosis likely indicating an additional kink or stenosis at the anastomosis. Additional tortuosity was present in the severely tortuous right iliac arteries and moderately tortuous abdominal aorta. An overlay of the planning and sizing line drawing and 3d reconstruction illustrates the contrast between the typically anatomy of a thoracic aortic aneurysm and the exaggerated anatomy created by the arch prosthesis and the additional descending thoracic kinks.¿ furthermore, a clinical assessment was performed by medical advisor. Per the clinical assessment: ¿based on the provided information it cannot be ruled out that the first zta (related complaints) may have been faulty. It was not the dilator tip itself that has separated but the cannula tube from the cannula hub. It was not possible to establish a cause to why the cannula tube was separated from the hub. The sheath and sheath tip had deformations that could indicate a difficult advancement and difficult advancement had been anticipated by the physician due to tortuous anatomy. Whether manipulation of the device in tortuous anatomy could have contributed to the separation of the cannula tube from the hub during retrieval is only speculative. However, it cannot be rule out that the device was faulty resulting in the need to perform open surgery to remove the device. Based on the information the physician did not consider the death to be caused by the devices used. However, the close time wise relation with the planned (but unsuccessful) tevar and resulting prolonged and open procedure cannot be rule out to have played a role. However, it cannot be concluded that the first device was faulty why the patient death is suggested to be regarded as procedure-related. It is noted that two zta-p were planned used (recommendation in IFU is to use a zta-p and a zta-d). However, it is assessed irrelevant for the difficulties and outcome.¿ it is reported that the patient had tortuous anatomy which is supported with the provided 3-d reconstructions of the aorta that shows there was severe tortuosity in the thoracic aorta and right iliac arteries and the replaced arch was elongated and exaggerated. According to the instruction for use ¿if extreme difficulty is encountered when attempting to withdraw the sheath, place the device in a less tortuous position that enables the sheath to be retracted. Very carefully withdraw the sheath until it just begins to retract, and stop. Move back to original position and continue deployment.¿ based on the provided information, device evaluation, image review and clinical assessment, the detachment of the cannula tube and pin vise are likely due to the severely tortuous anatomy. Although, the device evaluation was not able to find the cause for the detachment of the cannula tube and pin vise, it cannot be ruled out that manipulation in severely tortuous anatomy could contributed to detachment of the cannula tube and pin vise, during attempted removal of the delivery system. Consequently, it is likely that the release of stent graft in the gore sheath upon removal was caused by the detachment of the cannula tube from the pin vise. Review of the device history record gave no indication of the device being produced out of specification. In addition it is noted that two zta-p were planned to be used combined and according to the IFU ¿zenith alpha thoracic endovascular graft the zenith alpha thoracic endovascular graft is a two-piece cylindrical endovascular graft consisting of proximal and distal components. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.